Event description:
The fse reported that the system would not boot up. This resulted in a loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.